Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was sticking out of the body and could be seen since implantation. It was further reported the implant site was bruised and red. The icm remains in use. No further patient complications have been reported as a result of this event.